Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. The mother stated that the customer was lethargic, coughing, had hard time breathing, and was pale. The caller stated that they kept on her insulin pump although he stated that the insulin pump malfunctioned. After being treated her blood glucose dropped to 50mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.